Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preliminary inspection, liquid entered in the cardiosave intra-aortic balloon pump (iabp). Replaced faulty power management board, pim module safety disk. There was no patient involvement.

Event description:
After further review, the complaint is duplicate record of (B)(4). Making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
After further review, the complaint is duplicate record of (B)(4). Making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.